Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units of insulin. Subsequently, the customer did not observe insulin coming from end of tubing during fill tubing. The customer reloaded the cartridge successfully and observed insulin coming from the end of the tubing. There was no reported impact to the customer's blood glucose level.